Event description:
A caller reported an occlusion alarm, but cts was unable to verify the alarm number in the pump history. The customer's blood glucose level did not exceed 500 mg/dl, and the cgm did not read ¿high,¿ indicating that there was no adverse impact. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin, while cts transferred the caller for further assistance.